Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system smartpass feature disabled due to fluctuating amplitudes. Technical services (ts) reviewed the system data and found an inappropriately treated ventricular tachycardia episode due to double counting of signals and atrial fibrillation events due to either frequent ectopy beats or myopotential noise oversensing. Ts recommended reprogramming considerations. This implantable electrode remains in service and no additional adverse patient effects were reported.